Event description:
The reported complaint occurred during set-up, not during priming as initially reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the heater cooler (tcm ii) flow switch failed. The unit was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Per field service representative (fsr), the customer did not want the unit to be repaired since they are no longer using heater cooler (tcm). The unit was removed from service. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.